Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation the sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During a pulmonary vein isolation procedure, a blood leak occurred from the gap of the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.